Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had electrical shocks in his arm and "motoric" sensation in the face. The problem was first noted in (B)(4) 2010. At that time high impedance was also measured. The hospital replaced the old kinetra with a new activa rc on (B)(6) 2010 due to normal battery depletion. At the same time the extension was also replaced. The patient's symptoms and high impedance did not resolve. A break on the electrode was then confirmed with x-ray. There was a plan to replace the lead.